Manufacturer narrative:
These codes were selected by the manufacturer based on information obtained from the user facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that a radial jaw pulmonary single-use biopsy forceps was used during a bronchoscopy procedure ((B)(6) male patient and weight is unknown). According to the complainant, the physician obtained two biopsy samples from the right lobe of the patient's lung. While obtaining the third biopsy sample, the head of the forceps detached and was floating freely. The dual pull wires were not attached to the head of the forceps, however; the jaws were still attached. No fragments fell into the patient. The scope was removed from the patient and then the forceps were removed from the scope. Also, the scope was not reinserted into the patient. The physician determined that two biopsy samples were adequate and considered the procedure to be completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the two wires were broken at the z-bend. The fractured wires were sent for material analysis where it was determined that the fractured surface exhibited fatigue striations along with elongated dimple ruptures in shear/tear. No material anomalies were noted. The analysis concluded the fracture occurred as a result of fatigue in a cycling bending overload motion. The device welding and riveting was found to be within manufacturing specifications. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint; wires not attached. The most probable root cause could not be reliably determined since it is not known in what manner the device was used in the field. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that a radial jaw pulmonary single-use biopsy forceps was used during a bronchoscopy procedure. According to the complainant, the physician obtained two biopsy samples from the right lobe of the patient's lung. While obtaining the third biopsy sample, the head of the forceps detached and was floating freely. The dual pull wires were not attached to the head of the forceps, however; the jaws were still attached. No fragments fell into the patient. The scope was removed from the patient and then the forceps were removed from the scope. Also, the scope was not reinserted into the patient. The physician determined that two biopsy samples were adequate and considered the procedure to be completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.